Event description:
No blood glucose levels reported. The customer reported that the buttons of the insulin pump were responding in an intermittent and unresponsive fashion. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer was advised to return the insulin pump for analysis. No additional information is provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.